Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# 13704 trade name gentamicin sulphate active ingredient(s) gentamicin sulphate dosage form: powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2014 were illegible. From a partial review, it does not appear any complications occurred during the primary. Revision operative notes (B)(6) 2019 indicate the patient received a right total knee revision due to increasing pain, swelling and aseptic tibial loosening. Tibial component and insert revised. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2014 dor: (B)(6) 2019 right knee.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: DHR review was performed as part of investigation performed in (B)(4). The review of the manufacturing record evaluation (mre) was performed on (B)(6) 2021. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released.